Event description:
Procedure: colectomy. According to the reporter: only six staples formed when the stapler was fired. The issue was resolved after the surgeon noticed that the stapler did not place staples on the tissue. A colostomy was done after the failure was noticed. No further impact to patient was reported.

Manufacturer narrative:
MDR initial report submitted: 12/23/2008.